Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. The fse arrived on site and confirmed the insufflator maintenance message. The fse replaced the insufflator to resolve the issue. The message did not reappear after replacement. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The insufflator was analyzed and the reported failure of insufflator error message was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto the known good in-house system and it powered on with the same error message. The complaint was confirmed based on failure analysis. The probable root cause of the reported event involving the insufflator maintenance message is likely due to an internal fault within the insufflator unit itself. Although no visual issues were found, the persistent error message upon installation in a known good system suggests an internal component failure.

Event description:
It was reported that during a training/demo of a da vinci system, the system had a message of "insufflator cannot be used, service is due". There was patient involvement.